Manufacturer narrative:
The correction of b5 describe event and problem and d4 catalog # and h6 medical device ¿ problem code deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 16th february, 2023 getinge became aware of an issue with one of surgical lights - prismalix. It was stated the handle with camera detached from the headlight. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Corrected b5 describe event and problem: on 16th february, 2023 getinge became aware of an issue with one of surgical lights - prismalix. It was stated the handle with camera detached from the headlight. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Further information provided by getinge employee indicated that the issue occurred during third party service. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there issue occurred during service. Therefore, the scenario described in the record is considered as non-reportable. Previous h6 medical device ¿ problem code: mechanical problem/detachment of device or device component//2907. Corrected h6 medical device ¿ problem code: no apparent adverse event///3189. Initially provided information was pointing to detachment of the handle with camera from the headlight. The issue was considered as safety related as as any parts falling off into sterile field or during procedure may cause serious injury. According to additional clarification provided by the getinge technician, the initial information wasn't clear. It was determined that the issue investigated herein is not safety and risk related as the issue occurred during service. Therefore, the scenario described in the record is considered as non-reportable. It was established that when the event occurred the device was not being used for patient treatment or diagnosis. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market.

Event description:
On 16th february, 2023 getinge became aware of an issue with one of surgical lights - prismalix. It was stated the handle with camera detached from the headlight. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Further information provided by getinge employee indicated that the issue occurred during third party service. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there issue occurred during service. Therefore, the scenario described in the record is considered as non-reportable.

Manufacturer narrative:
The initial reporter is biomedical service. Additional information will be provided following the conclusion of the investigation. Device evaluated by MFR: device not returned to manufacturer.

Event description:
On 16th february, 2023 getinge became aware of an issue with one of surgical lights - prismalix. It was stated the handle with camera detached from the headlight. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.